Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx bifurcated stent graft. Approximately two (2) months post initial implant a secondary procedure was performed to treat a type ib endoleak. Approximately one (1) year post initial implant the patient was seen for a follow-up and a type ib endoleak was seen on the patients doppler scan. The physician performed a tertiary procedure where additional limbs were implanted to resolve the endoleak. The current condition of the patient was not initially provided. There has been no additional patient sequelae reported at this time.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following observations: the reported type ib endoleak is refuted, but rather there was a type iiia endoleak between the ovation and the non-endologix stent in the right external iliac, a type ii endoleak within the left and right hypogastric, and a possible type ia endoleak. The event is most likely user-related due to the off-label use with concomitant products and a tortuous access anatomy (cautionary use). The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device code - remove 1354. Conclusion code - remove 11.

Event description:
Additional information received per clinical assessment refuting the reported type ib endoleak and rather, confirming that a possible type ia or ii endoleak with a type iiia endoleak (between ovation and non-endologix stents) in the right external iliac were present at the time of the reported event. In addition to the off-label use identified due to concomitant product implantation, there was tortuous access anatomy noted for the patient (cautionary use). The patient was also reported in good condition post tertiary procedure on (B)(6) 2018 and the leak was confirmed resolved after the additional extender and iliac limb ovation ix devices were implanted.